Manufacturer narrative:
02/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 02/03/2016 a medtronic software engineer reported patient logs contained no core files to determine cause of the unresponsive navigation system. - 02/16/2016 software analysis was unable to determine probable cause with the information provided. - return requested. Replacement 4 port vga splitter shipped to site 02/08/2016. - return requested. Replacement multi out 350w power supply shipped to site 02/08/2016. - 02/11/2016 a medtronic representative, following-up at the site, confirmed that the power supply and video splitter has been replaced. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was in the navigate screen when the navigation system became unresponsive. The site attempted to move the mouse and then the screen displayed no input detected. The navigation system was shut-down and another navigation system was brought in to be used to continue the procedure. In trouble-shooting, the medtronic representative powered on the navigation system and everything was functioning accordingly. The medtronic representative checked the power connections in the navigation system and confirmed everything was fully seated. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 20-30 minutes. There was no impact on patient outcome.